Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that moisture was noted in the battery compartment however, there was no noted damage to the pump. The reporter confirmed that there was no noted power issues with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was observed to be cracked. A leak test was performed with no leaks found however, moisture was observed in the battery compartment. Unrelated to the complaint, the display screen was observed to be discolored with pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.